Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. Prior to the event of death, on an unreported date, the patient was hospitalized for an unreported indication. Few days prior to the event of death, the patient was discharged from the hospital. It was not reported if an autopsy was performed. It was reported that the therapy was ongoing prior to death but the patient was not performing therapy with a homechoice device at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.